Manufacturer narrative:
Investigation of returned suspect mobile view station (mvs) computer finds that as reported the computer database is corrupt. Verified time and date were correct (cmos check) and did virus scan. Performed raid and reloaded 3.1.6 software. The software load was successful and they system functions as expected. Communication, 2d and 3d imaging as well as image store and retrieval are functional. Patient data removal performed. Corrupt o-arm software. A software investigation was completed, which included a review of the mobile view station (mvs) computer findings and suspects a hard drive problem with the computer was the cause of the corrupt o-arm software.

Manufacturer narrative:
Medtronic representative went to the site 2 hours after the issue occurred. He found the system displayed a database error. On (B)(6) 2016 the mvs computer was replaced. System performed properly during testing after mvs computer replacement.

Event description:
A medtronic representative reported that during a cervical spinal fusion surgery, the o-arm would not perform 3d scans. Two 3d scans had already been acquired prior during the case. 2d scans were functional. The user attempted to restart the system, but when they did, the on/off button came loose. System was removed from around the patient without further issue. No harm to patient occurred.